Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe would not power off until the power cord was pulled from the electrical outlet. There was approximately a 10 minute delay. Although there was patient involvement, there were no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned probe was visually inspected under the microscope. Excessive wear marks, burnt stains and left over tissue residues on the electrode suction path hole were observed on the probe tip. Also noticed liquid (blood) residue in the suction tubing. Functional inspection : the returned device was potentially contaminated. The investigation was unable to be continued due to the condition of the returned device. However, as part of the investigation is to read the activation history of the probe. The unit was connected to the serfas e-prom box to read the history report . The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are causing a short circuit, , button stuck on firing position, inadequate gluing/welding of core to handle, user accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen). (B)(4).

Event description:
It was reported that the probe would not power off until the power cord was pulled from the electrical outlet. There was approximately a 10 minute delay. Although there was patient involvement, there were no adverse consequences.